Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, b4, b5, b7, g3, g6, h1, h2, h3, h6, and h10. Procedural related complications are influenced by the "type of surgery, patients pre-existing comorbid state, and perioperative management" deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. This patient developed a dvt three days¿ post-op despite mechanical and medicinal prophylaxis. Additional medication therapy was prescribed; no additional complications have occurred upon study completion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2021-00118. 0001822565-2021-01324. Medical product: tibial component pegged precoat for cemented use only size 3 item# 00597003501 lot# 64575091. Articular surface use with plate 3,4 size yellow/c-h 12 mm height item# 00595203012 lot# 64427936. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was diagnosed with dvt three days after knee surgery. The patient was treated with medication and the dvt resolved without further complication. There is no additional information available.